Event description:
Olympus was informed that the customer 4k autoclavable camera head was returned to the olympus service center for evaluation for a reported ¿camera failed to connect with processor¿. The problem was found during preparation for use. Upon inspecting and testing, the reported problem was confirmed as the camera failed to connect with the processor and no image displayed due to a defective cable unit. This report is being submitted to capture the no image defect. The olympus onsite support specialist reported it is unknown if any death, injury, or harm was reported.

Manufacturer narrative:
Olympus made multiple follow ups to confirm if any death, injury, or harm occurred but with no results. The customer¿s reported problem was confirmed as the camera failed to connect with the processor and no image displayed due to a defective cable unit. The service inspection also noted the label on the rear cover is faded. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty cable could not be determined. Regarding cable fractures, the instructions for use at the time of release of the product were checked. The event can be prevented by following the entries provided which states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.